Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "ruptured" saline implants, "developed an infection," and breasts "sag down." Manufacturer of device is unknown. Device remains implanted. This record is for the left side.